Event description:
While the surgeon was using the cannulated screwdriver to tighten a screw during orthopedic surgery, the tip broke off. The area had to be irrigated and suctioned in order to make sure this place was not retained. The pt was x-rayed intraoperatively. This incident required additional tests and treatments and caused a delay in the surgical procedure.